Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this lead was an attempted right ventricular (rv) implant. During the procedure it was found that the patient had a left sided superior vena cava which resulted in difficulty placing the lead in the in the rv. Upon placing the lead, poor measurements were observed. The physician tried repositioning the lead but high out-of-range pace impedance measurements were observed in addition to high pacing thresholds. Following several attempts of repositioning the lead the helix was found to no longer extend and retract properly. The physician then elected to abandon the procedure. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was partially extended and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.